Manufacturer narrative:
Insulin pump passed the displacement test however, the insulin pump alarmed hardware low level failures. During the self test and hardware low level failures is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed pump error alarm due to a software error (ptc (B)(4)).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected. The customer¿s blood glucose was 5.5 mmol/l. Customer states they rewound the insulin pump, and run a self-test and hardware low level failures alarm occurred. Customer was assisted with troubleshooting and again during self-test hardware low level failures alarm occurred for the second time. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.